Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is reporting that the adhesive plaster on the infusion set does not stay stuck to the body and within a couple of hours becomes unstuck and the cannula works its way out of the body. No adverse event reported. Device not available for return.